Event description:
It was reported that, during a procedure, the t2 of five (5) units of the fast-fix 360 curved were dislodged in the meniscus. T1 was successfully removed with tweezers. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported devices were received for evaluation. A visual evaluation showed that five devices were returned in a single box with the batch number of the complaint on the label. Four devices were returned without the t1, t2, or suture. One device was returned with the t2 and suture. The t1 has been cut from the suture. Two of the devices are bent. Bio debris is on all five devices. A functional evaluation showed that four of the five devices cycled as intended. One of the bent devices will not fully cycle and will only return to the pre-t1/post-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated. H11: corrected information in h6 (investigation findings).